Event description:
The graft was positioned in the infrarenal aorta. Then attempted to deploy the graft by removing the capsule and unsheathing the catheter. Unable to unsheath the catheter because the sheath would not advance off the catheter, presumably because of the steep angulation at the iliac bifurcation. This graft was withdrawn and second placed in the infrarenal aorta. A leak at the proximal neck and at the left limb of the graft was noted. Procedure changed to open, hemashield grafts were used to create end to side anastomoses. "When the proximal clamp" there was a massive onset of bleeding from the proximal end of the aorta. Resuscitation efforts failed.